Manufacturer narrative:
(B)(4). Batch # u5a79z. Investigation summary: the analysis results found that one plee60a device was returned with the anvil bent upwards and without a reload present. Furthermore, the anvil knife slot was damaged. No functional test was performed due the condition. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness, or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil, leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments. In addition, a sample of the batch is inspected at fgqa. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a prostatectomy, the scrub tech said, "the device did not staple, there was a bump in the track. Loaded it as usual. Handed to surgeon. Possible user error." It's unknown whether the device cut, but there was no difficulty in opening the device. Surgery was not delayed due to this reported event and the case was successfully completed. No fragments were generated and there were no patient consequences.